Event description:
Pt reports that since yesterday when her stimulation is turned on for awhile, it will turn itself off. Pt programmer shows stimulation was on. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).